Manufacturer narrative:
Device cleared for use, not marketed in u.s. Synthes is unable to provide the date of manufacture as no product was returned and no part/lot number was provided. The investigation could not be completed, no conclusion could be drawn as no product was returned and no part/lot number was provided.

Event description:
During a clinical investigation it was reported: patient status post (B)(6) drillable on an unknown date was discovered to have a lateral fragment lifted due to the injection of (B)(6) drillable. It was noted the void was overfilled. Patient required additional surgery.